Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown.

Event description:
It was reported that the wake button was sticking. There was no reported adverse impact to the customer's blood glucose level. The customer declined to provide further information.